Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the failure of the image sensor unit or a failure inside the video connector. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. However, it is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of over exposure during angulation was not confirmed. The device was also noted to have assorted scratches and due to wear of angle wire, bending angle in the up direction does meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus during angulation of evis lucera elite bronchovideoscope the image may be over exposed. The malfunction was found while prepping for use and the procedure was completed. There were no reports of patient, user harm or procedure associated with this event. The device was returned, and olympus repair center identified a white out image during angulation. Medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.